Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a revision to reverse shoulder was planned due to a periprosthetic fracture and rotator cuff tear with a glenoid cyst. Existing implants include a short flex stem, cocr anatomic head, and cortiloc glenoid. The surgery was cancelled due to insurance denial, and no implants were removed.

Manufacturer narrative:
The reported event could be confirmed. The device was not returned but evidences were provided, based on provided images and x-rays which match the alleged failure. A device inspection was not possible since the affected device is still implanted in patient. Since images and x-rays were provided, the opinion of a medical expert was sought and stated as follows: the blueprint planning report and the x-rays show a periprosthetic fracture that has healed completely and is most likely attributable to the patient¿s fall in 2018. The proximity of the humeral head to the acromion confirms the presence of a rotator cuff tear. Both the humeral and glenoid component are well fixed. No clinically relevant cyst formation on the glenoid side. Both events lead back to the fall in 2018. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient-related issue (patient condition). The event was most likely attributable to the patient¿s previous fall. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision to reverse shoulder was planned due to a periprosthetic fracture and rotator cuff tear with a glenoid cyst. Existing implants include a short flex stem, cocr anatomic head, and cortiloc glenoid. The surgery was cancelled due to insurance denial, and no implants were removed.